Event description:
Empty bed found on 12th floor - noticed hi/lo head portion of bed lower than foot. No injury reported.

Manufacturer narrative:
Tech found the empty bed on 12th floor noticed hi/lo head portion of bed was lower than foot transport to bed shop and let sit overnight in the full hi/lo up position. Found hi/lo head drifted down overnight. Replaced the CPR/trend valve to resolve this issue.